Event description:
See initial report.

Manufacturer narrative:
H.10: through follow-up communication for another case from the same hospital already reported under MFR report number 9611109 -2019 -00905, livanova deutschland learned that the device was not cleaned regularly per the instruction for use at the contrary of what stated in the report. The hospital uses a solution with the same recipe of clorex regular beach as cleaning solution. It is reasonable to assume that this information is also valid for this case, taking into account the period of occurrence for both events. Through follow-up communication livanova learned that the device was newly returned from deep disinfection and resulted to be positive to m.chimaera at the sampling conducted at the installation. The post deep disinfection (post dd) lab results have been checked. Results were negative thus, based on the maintenance problem identified previously for this hospital, the most likely root cause for the reported contamination event could be a cleaning issue of the connectors/tubes in use at the hospital which came into contact with the device and then resulting in contamination. Also a contamination of the water samples cannot be excluded.

Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Livanova (B)(4) initiated an investigation. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t device was found to be contaminated with mycobacterium chimaera. In the report it is stated that the device was cleaned regularly per the IFU and that it has been removed from service. The laboratory report has been provided. There is no known patient involvement.